Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the keypad was observed to be fully intact with no peeling or damage. The ok, down and contrast buttons responded appropriately to testing. The up button responded intermittently to testing. The keypad was removed to investigate and contamination was observed under the contrast, down and up button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the up keypad button was intermittently unresponsive. The reporter stated that the keypad was intact and that all other buttons were without issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.